Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4)

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of a 5.5 cm in diameter abdominal aortic aneurysm. It was reported that the nine year follow up CT scan revealed the aneurx bifurcated device had migrated distally below the renal arteries approximately 3 .5 cm's. There is no evidence of an endoleak but the aneurysm size has gone from 4.7 to 6 cm. The physician performed an intervention the physician implanted an endurant bifurcated stent graft 36x16x145 and extended the contralateral gate with a 16x16x93. The endoleak was resolved. The physician stated that the cause of the event was due to disease progression; proximal aortic growth. No additional clinical sequelae were reported and the patient is fine.